Event description:
A patient reports while wearing a pod for less than an hour the pods needle had not deployed at initial activation. The patient reports they had received a communication error during operation.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.